Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It was not indicated that pacemaker will be returned for analysis and is currently retained at the healthcare facility.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section h6 (evaluation method codes).

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It was not indicated that pacemaker will be returned for analysis and is currently retained at the healthcare facility.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.